Event description:
Several problems with batteries in c6 in norway (large installed base). Soh low or very low. Plus one battery with high temp alarm even it was just inserted. We get a lot of complaints regarding the short lifetime of the batteries and require extended warranty. Our customers will not accept 3 months warranty on these batteries. Batterie sn (B)(6), (B)(6) 2019 soh 70,6% batterie sn (B)(6), (B)(6) 2018 soh 26,0% batterie sn (B)(6), (B)(6) 2019 soh 0,3% batterie sn (B)(6), (B)(6) 2018 soh 0,0%.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defect battery which was replaced. There was no patient or user harm.